Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she lost her serter during a trip to the hospital for hip surgery. The patient's blood glucose at the time of incident was 400 mg/dl. No further details were given regarding the high blood glucose. No products were returned and a complimentary serter was shipped to the customer.